Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd occurred in alarm history.

Event description:
The pump was found to have experienced primary audible alarm post.

Manufacturer narrative:
Other text: the pump was investigated in the field by a service engineer. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. A visual inspection of the battery compartment found a factory seal in place. The pump switched to battery with no issues. A visual inspection of the pump found that the condition of the j9 connector was not correct per procedure. The j9 connector was disconnected and the glue bead removed. The j9 connector was reassembled and confirmed that connection to the main printed circuit board assembly (pcba) were fully seated. The pump was retested, and the force sensor was found to be out of calibration. Recalibration was completed and the device functioned properly. Additional information b4, g1, g4, g7, and h6. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: correction b5.